Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms when there was 10-15 units of insulin left in the cartridge. The customer's blood glucose level was not impacted. As the customer was not currently receiving the alarm, tandem technical support was unable to perform a system check with the customer to determine a possible cause of the occlusions.